Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had a severe fall on his left side 2 days after implant. It was also stated that when the patient applies pressure to the implantable neurostimulator (ins) site, he experienced, on two occasions, an electric tingling along the top edge of the implant; the patient inquired if the electric leakage could interfere with the functioning of his heart. The patient then reported that since the fall, he experienced shortness of breath and swelling in his lower extremities, suggesting a possible subdural hematoma. The patient had an electro cardiogram, a nuclear stress test, a CT scan of his head, as well as an ultra sound of his right leg. The patient stated that the ultra sound was negative while the other test results have not yet been completed. It was also noted by the patient that there appeared to be a "degrading of the programming between office visits". The patient clarified by stating that a couple of days after the office visits, the patient experiences weakness in his legs, balance problems, his feet feel nailed to the floor, and slurred speech among other symptoms. The symptoms were reported to have been getting progressively worse and something does not feel right.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va16g2d, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va16g2d, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that following implantation, everything was going well. The "normal parkinson's disease" movement issues such as dyskinesia of the neck and right arm, and dragging of the right foot had disappeared. The patient had also been "tuned up" by the health care provider (hcp) that was going well. It was then stated that the day following the programming session, the patient fell and impacted the area near the implantable neurostimulator (ins) pocket; the patient thought he broke a rib. Following the fall, the patient developed bruising around the ins and his walking suddenly deteriorated quickly to the extent that he could hardly walk and had "freezing steps"; it was suspected that the ins had been affected. The patient was again reprogrammed and it was stated that the patient's walking improved, while the patient's speech suddenly declined as he began to slur and the patient's left eye was closed. It was also reported that the consumer thought that there was fluid on the patient's brain after the lead wires were implanted. The consumer noted that the patient was taking far less medications during the first programming session than he is currently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.